Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced elevated blood glucose levels of approximately 300 mg/dl for several hours. The patient had changed supplies the previous day and noted that the cartridge had become empty, though no leaking was observed at the infusion site or cartridge chamber. The patient was guided through a cartridge change and insulin delivery was successfully resumed. The patient was advised to continue monitoring glucose levels following the supply change. A subsequent follow-up message was left for the patient to determine whether any further issues had occurred. During later contact, the patient reported receiving repeated occlusion alerts and stated that their infusion set had been placed on the lower part of the buttocks. A follow-up case was created to address the alert behavior. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.